Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/10/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the cold jaw as well as on the harvesting handle. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the initial pre-cautery test it automatically activated as soon as the power supply was turned on. The pre-cautery test was repeated 10 times with the same observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. An engineering evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. As per the engineers evaluation, they were unable to confirm the reported failure. Based on the returned condition of the device and an engineering evaluation, the reported failure "device remains activated" was not confirmed, but the analyzed failure mode ¿material twisted/bent¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro cautery would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro cautery would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.